Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, a4, b1, b5, d1, d4, g2, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient later reported left side deflation and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: b5, d1, d4, d9, h3, h4, h6.

Event description:
Healthcare professional reported unknown side deflation removal from textured to smooth due to the concerns of the product. Device has been explanted.

Event description:
Healthcare professional reported unknown side deflation removal from textured to smooth due to the concerns of the product. Patient reported left side deflation and capsular contracture baker grade unknown. Device has been explanted.

Manufacturer narrative:
Lab analysis summary: based on the product analysis performed, the assessments of the complaints are: deflation: opening device assessed as unidentified (tear) opening (shell thickness was within specification). Capsular contracture: unable to observe since it is not related to the device. Anxiety: product/procedure: unable to observe since it is not related to the device. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.